Event description:
It was reported that, during set up, a versa jet exact assy, versa jet exact assy, 45 degree x 14mm primed normally, but no water came out. The debridement was completed, without a significant delay using the same device. Patient was not harmed. No other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation found there appears to be a blockage at the distal output orifice. The functional evaluation found the device would not prime ,establishing a relationship between the device and the reported event. The root cause was identified as a component failure. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during set up, a versajet exact assy, 45 degree x 14mm primed normally, but no water came out. The debridement was completed, without a significant delay using the same device. Patient was not harmed. No other complications were reported.